Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed an occlusion and stopped infusing. The therapy 5fluorouracil was to infuse 46hrs continuously as a part of the chemotherapy regimen. The cassette was to infuse at 2ml per hour. The occlusion resulted in 13hrs of undelivered 5fluorouracil. The patient returned to the center, pump disconnected from the patient and returned to the pharmacist. It was inspected and found bubbles in and around the flow stop arm. New cassette prepared with the remaining of medication attached back on the patient and was able to complete the therapy. Patient didn't receive medical treatment. Event was resolved.

Manufacturer narrative:
Other, other text: d4: catalog number, serial number, UDI number and h4: device manufacture date is unknown, no information has been provided to date. H6. Health impact, and evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause was introduction of air into cassette and tubing. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis., corrected data: h6: health effects - clinical signs and symptoms or conditions.